Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient experienced a low blood glucose (value not provided) with convulsions. The reporter stated that the patient was using the pump since (B)(6) 2008 but for the last few months, the patient was having low blood glucose shortly after a cartridge change. The reporter stated that the patient was treated with carbohydrates and decreased basal rates to prevent low blood glucose after a cartridge change. The patient has remained on the pump. Troubleshooting was unable to be completed at this time. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of the reported low blood glucose levels, due to continued use.